Event description:
It was reported that during a greenlight prostate procedure, the first side-firing surgical fibers used failed at approx. 90,000 joules due to forward-firing. The fiber was replaced and the procedure continued using a second fiber. Near the end of the procedure and while using the second side-firing surgical fiber, the fiber output beam was observed to become forward-firing; the fiber usage (time/joules) was not recorded. The second fiber failure occurred right at the end of the procedure and the physician determined the procedure to be complete and not necessary to continue with a third fiber.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a greenlight prostate procedure, the first two side-firing surgical fibers used, both failed at approx. 90,000 joules due to forward-firing. The procedure was successfully completed using a third surgical fiber, however, this fiber was also reported to have failed right at the end of the procedure. There was no patient injury reported. This report is for the first surgical fiber used.